Event description:
It was reported that this right ventricular lead dislodged during the implant procedure. The lead was revised but exhibited high out-of-range pacing lead impedance measurements greater than 2000 ohms. The physician elected to implant a new lead successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was returned in two segments severed approximately 9 cm from the terminal end with the stylet stuck inside. The helix was retracted, and dried blood/body fluids were observed in the helix housing and tissue entwined in the helix mechanism. Visual inspection revealed no abnormalities other than induced damage and the lead tip/helix appears intact and undamaged. Analysis could not confirm the electrical allegations due to the condition the lead was returned in. The allegation of dislodgement could not be confirmed as the lead tip appeared normal. Patient code 3191 captures the reportable event of prolonged procedure.

Manufacturer narrative:
(B)(4) captures the reportable event of prolonged procedure.

Event description:
It was reported that this right ventricular lead dislodged during the implant procedure. The lead was revised but exhibited high out-of-range pacing lead impedance measurements greater than 2000 ohms. The physician successfully implanted a new lead successfully. No adverse patient effects were reported.